Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the oscillating base head was cracked, which has been captured in a CAPA. It was further determined that the electrical control unit (ecu) was faulty. The assignable root cause for the failed trigger test and defective control unit was determined to be due to wear from normal use and servicing. The assignable root cause for the coupling tool side being out of specification was due to design issues. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side was out of specification and the base head was cracked on the battery oscillator device. It was further determined that the device failed pretest for check saw blade coupling, trigger test and functional test. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.